Manufacturer narrative:
This report is submitted on november 04, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6), 2022, due to patient being a non-user and requiring an MRI. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2022 was filed inadvertently. No serious injury has occurred. This report is submitted on december 19, 2022.